Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl and two unknown drugs via an implantable pump for unknown indications for use. It was reported that the patient representative (caller) mentioned 'a couple weeks ago,' the patient went to see their pain management doctor who said "do you know your pump is not functioning correctly since your last MRI?", and the caller stated 'we didn't because the pump wasn't functioning correctly because the pump did not tell them anything.' The caller stated 'they got an error code on their readout so they restarted the pump but that's an issue because they don't know if the pump was working on a daily basis since the MRI or if it wasn't providing the bolus that they thought it was. The caller asked if there is 'any kind of function on this thing that we can use to run a diagnostic on it to tell us that it's working, other than it just starts up and says I am good'. The caller also mentioned they and the patient wear hearing aids and doesn't have them in all the time so if the pump was alarming they may or may not have heard it. The caller stated patient has fentanyl in the pump for pain and 'one numbing agent and another one is something else.' The manufacturer's patient services specialist (pss) reviewed pump considerations, redirected the caller to their healthcare provider, and reviewed resources for healthcare provider. No patient symptoms were reported.